Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level in the 500's (mg/dl), with trace to moderate level of ketones. A correction bolus was delivered to address bg level. Reportedly, the suspected cause of the bg level was due to the customer feeling sick. Recommendation was made to consult with health care provider regarding diabetes management.